Event description:
It was reported that during troubleshooting for a supply change, the patient removed the connector from the insulin cartridge and observed that the connector needle was bent; the patient then used a new connector and successfully resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy after the replacement and injury. Investigation included remote troubleshooting and education with the patient, confirming the issue at the connector component and verifying successful resolution with a replacement connector. Investigation of this case revealed a bent connector needle associated with the cartridge connector component, consistent with a product quality issue localized to the disposable connector. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the connector needle during handling or connection, user-dependent and not indicative of a systemic device malfunction.

Manufacturer narrative:
Initial.